Event description:
Additional information received indicates that the doctor was setting the sutures of the labrum when the device broke. Although it was reported that the device had been used approximately 15 times, no sutures had been placed before the issue occurred. The broken hook was removed with a special clip and no fragments remained in the patient.

Manufacturer narrative:
B5: additional information received. H10: the reported complaint of "tip broke off" is confirmed. An examination of the returned used device per design print found the suture tube bent and the suture hook broken off at the laser beam weld; the broken hook was returned for the evaluation. The condition of the device is indicative of heavy use and/or the application of excessive force during use. Additionally, the returned device exceeded the limited reuse criterion specified in the instructions for use (IFU). The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to always inspect suture needle for damage (i.e. Worn, dull, bent or cracked) prior to use; if the hook or needle bends during use, immediately discontinue use and discard. The IFU advises the user to avoid lateral stresses to the instruments or device function may be compromised; there is an increased risk of hook or needle breakage and unintentional patient injury may result. Additionally, IFU precautions indicate that the device is not to exceed 5 procedures as this device is a limited reuses suture hook. This product will continue to be monitored via returns and complaint system. H11: corrections made to h5 and h8.

Manufacturer narrative:
Although requested, no additional information was made available by the time of filing. At this time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed sales representative reported an issue with the spectrum ii suture hook, medium crescent, item # c6370, lot # 895261 that occurred on (B)(6) 2019 during a shoulder labrum repair. It was reported only that the needle was broken during the labrum repair surgery when the doctor transfixed the labrum. The needle was secured and removed. It was confirmed that there was no impact or injury to the patient and the procedure was successfully completed with no reported delay. Although requested, no additional information was made available at this time.